Event description:
It was reported, the video system center displayed an error code e333 (touch panel error). The issue occurred during to preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned. The customer called the help desk and troubleshooting was conducted. The error e333 did not reappear afterwards, the device has been working properly since the call. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to e1. And a correction to e2 and e3.